Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) was overdischarged. The patient had not used stimulation or charged the ins in ¿a long time¿ but they were unsure on the exact timing. The patient met with a manufacturer¿s representative two weeks prior to report and attempts were made to recover from the overdischarged state, but the attempts were unsuccessful. The patient was going to have the ins replaced. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.